Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot into the cns software. The customer attempted to correct the resolution of the device; however, they got a blue screen on every attempt.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) would not boot into the cns software. The customer attempted to correct the resolution of the device; however, they got a blue screen on every attempt. The customer called back stating they had a "spare" hdd and requested a registration password key to unlock the software. Nihon kohden technical support (nk ts) informed the customer that the software version must be the same version as the cns or the generated password would not unlock the software. This issue was resolved by replacing the hard drive with one from another cns. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer was able to resolve the issue by replacing the hdd. As the issue was resolved by changing the hdd of the device, the previous hdd likely had failed. Per service manual the cns-9701, it is recommended to replace the hard disk every 2 years or 20,000 working hours. As the device is already sunsetted, nk no longer stocks parts to replace the hard disk. If the hard disk/hdd had not been replaced, a possible cause of the issue is wear and tear of the hard drive of the device. A definitive root cause could not be identified. As the issue is related to a sunsetted product and is likely related to wear and tear of the device.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not go into the cns software. They tried to set the cns to the correct resolution, but each time they do that, it gives them a blue screen error. They had tried different resolutions and had moved it between the 2 video ports; and it always gave them a blue screen. It will not let them go into the cns software because it gives the error that it has the incorrect resolution and will get a blue screen when entering the correct resolution. The customer called back stating that they have a "spare" hdd and wants a registration password key to unlock the software. Nihon kohden technical support (tech support) informed the customer that the software version must be the same version as the cns or the generated password would not unlock the software. This issue was resolved by getting a spare hard drive from another cns and putting it into this one. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not go into the cns software. They tried to set the cns to the correct resolution, but each time they do that, it gives them a blue screen error. They had tried different resolutions and had moved it between the 2 video ports; and it always gave them a blue screen. It will not let them go into the cns software because it gives the error that it has the incorrect resolution and will get a blue screen when entering the correct resolution. The customer called back stating that they have a "spare" hdd and wants a registration password key to unlock the software. Nihon kohden technical support (tech support) informed the customer that the software version must be the same version as the cns or the generated password would not unlock the software. This issue was resolved by getting a spare hard drive from another cns and putting it into this one. No patient harm was reported.